Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was discovered the measurement hook was loose during inventory check of devices. No further information was provided. This report is for a depth gauge f/multiloc hum nail system. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The received package included only the scala with the hook. It was reported that the measurement hook is loose. Visual examination reveals that the lot number is not etched on the scala with hook. The complaint cannot be fully analyzed and a conclusive statement regarding a possible failure reason cannot be given.